Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. (B)(4).